Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicm5_13.7, -8.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6)2020 the lens was explanted due to glare/haloes and the problem resolved. Reporter stated "patient had massive halos. Cancelled surgery from 2nd eye. Comes to rle within next years." The reporter states that the cause of this event was due to light sensation from aquaport.